Event description:
It was reported that patient underwent a knee revision after an unknown amount of time post implantation due to pain. During the surgery, the patella appeared to be initially implanted too far superior and was irritating the soft tissue. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04370.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the devices are not available due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, patient was revised (B)(6) 2020 due to pain. Patella appeared to be initially implanted too far superior and was irritating the soft tissue.